Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Serial number= na.

Event description:
It was reported that during an unknown procedure, the staples were not formed properly. No patient consequences were reported. Device will be returned.